Manufacturer narrative:
Further inspection confirmed that there was no instrument blade or clamp arm damage at the distal end. The blade and clamp arm assembly were intact.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have a main tube broken at the weld. There was no material found missing. The damage has no serrated or jagged edges. Advanced failure engineering confirmed that the root cause is a weak weld. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the harmonic ace head broke. The user completed the procedure with using a backup harmonic ace no further issue reported. There was no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the harmonic ace instrument was inspected prior to use and no damage was observed. There was no instrument collision during the procedure. However, a fragment fell inside the patient and was retrieved during the same procedure. The fragment was retrieved by the assistant using an endoscope. There was no injury to the patient.